Event description:
A customer reported to baxter (B)(4) of one interlink continu-flo set, in which when they have connected a secondary line on the upper y site, the lever lock was not able to open the split septum. The secondary medication was unable to infuse. The process step is during use; however, no patient involvement or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. A labeling review was performed and the instructions are accurate and sufficient. The fact that the lever lock was not able to open the slit from the interlink septum is not related to the labeling instructions.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.